Event description:
Number 16 catheter inserted after 8-10 hrs of no voiding no urine out. Pt restless bulb inflated, unable to advance foley further (or pull out) balloon will not deflate. ER notified. Rn advised clip balloon, no balloon drainage. At 2315, rn came up from ER-speaking with ER md who advised clipping foley until it comes out. Rn did this and finally the catheter deflated, and was able to remove the catheter.